Event description:
Complainant alleged that during the monitoring of the heart rhythm of a patient, the device shut off and turned on by itself. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.